Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported sf188 was due to failure of the hac cpld chip (u1) on the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault). There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the device displayed an error message (sf188) related to safety assert system. The main circuit board was replaced to resolve the issue. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault). There was no harm or serious injury reported as a result of this incident.